Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines"), depression ("depression"), fatigue ("fatigue"), anxiety ("anxiety"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, depression, fatigue, anxiety, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, fatigue, migraine and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines"), depression ("depression"), fatigue ("fatigue"), anxiety ("anxiety") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, depression, fatigue, anxiety, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, fatigue, migraine and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in a female patient who had essure (batch no. B30422) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain") and experienced mood swings ("hormonal changes - describe : mood swings, low libido") and libido decreased ("hormonal changes - describe : mood swings, low libido"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines"), depression ("depression"), fatigue ("fatigue"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, depression, fatigue, anxiety, weight increased, alopecia, mood swings and libido decreased outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, fatigue, libido decreased, migraine, mood swings and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patients medical record: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events, "hormonal changes - describe : mood swings, low libido" were added. Patient's information was updated. Patient's demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (batch no. B30422) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines"), depression ("depression"), fatigue ("fatigue"), anxiety ("anxiety") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, depression, fatigue, anxiety, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, fatigue, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patients medical record: anxiety. Most recent follow-up information incorporated above includes: on 18-mar-2019: reporter information was added. This case is medically confirmed. Essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (batch no. B30422) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines"), depression ("depression"), fatigue ("fatigue"), anxiety ("anxiety") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, depression, fatigue, anxiety, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, fatigue, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patients medical record: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.